Event description:
The customer stated that a falsely elevated architect stat troponin-I result was generated for one patient. The customer provided the following data: initial result <0.021 ng/l, retest 0.045, the customer cut-off provided is 0.03 the customer also indicated that likely fibrin thread attributed to the sample result being elevated. There has been no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 46370un13, a representative lot number was selected since the lot number was unknown, and met acceptance criteria which indicated that lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect stat troponin-I reagent; list 2k41, was not identified.